Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was not performed. The device has not been returned to the manufacturer for evaluation. However, photos/images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty eight days post a port placement procedure in right internal jugular vein, the blood leakage was allegedly noted from the venous end of the extension tubing was noted. The tubing was removed and replaced. There was no reported patient injury.

Event description:
It was reported that twenty-six days post a port placement procedure in right internal jugular vein, the blood leakage was allegedly noted from the venous end of the extension tubing was noted. It was further reported that the break was noted. Reportedly, the tubing was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 12/16/2024. The correct g3 date is 12/17/2024. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation. Along with sample, five photos and one video were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A longitudinal split was noted on the blue luer extension leg. An in-house syringe was attached to the red luer and was patent to infusion and aspiration. No leaks were observed throughout the catheter. An in-house syringe was attached to the blue luer. Upon infusion, a leak was observed from split on the extension leg while water exited the distal end of the catheter. Based on photo review, one of the lumens were noted to be deformed / compressed near the bifurcation area. Therefore, the investigation is confirmed for the reported leak, fracture and identified deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.